Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak while he was on dwell 3 of 5 and went ahead and canceled the treatment. Per patient when he removed the cassette he noticed there was a fluid leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported the issue to the clinic and confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area during dwell 3 and indicated it was unknown what may have attributed to the leak. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient discontinued his remaining treatment for 03/16/2018 and confirmed no issue occurred as a result of the missed treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
Plant investigation: the device was returned for investigation. The reported symptom lf10 (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak while he was on dwell 3 of 5 and went ahead and canceled the treatment. Per patient when he removed the cassette he noticed there was a fluid leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported the issue to the clinic and confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area during dwell 3 and indicated it was unknown what may have attributed to the leak. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient discontinued his remaining treatment for (B)(6) 2018 and confirmed no issue occurred as a result of the missed treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.